Event description:
A health care professional published original article with a purpose to assess the outcomes of a novel toric trifocal intraocular lens (iol) for refractive lens exchange (rle) in a large series of eyes with corneal astigmatism. Consecutive eyes that underwent rle with the company toric iol were included. Outcomes measures included postoperative distance (udva), 60 cm intermediate (uiva), and 40 cm near (unva) uncorrected visual acuity, manifest refraction, spherical and defocus equivalent, efficacy and safety indices, and vector analyses of refractive and toric iol accuracy. A total of 4,933 eyes had a median follow-up of 3 months. The study was concluded stating the company toric iol performed well for a wide range of axial lengths and corneal astigmatism in eyes that had rle. Most patients achieved effective uncorrected binocular near, intermediate, and distance vision for daily functioning. This file was created for the cumulative 6 month post refractive lens exchange excimer laser enhancement rates were 4.8percentage (95percentage ci: 4.2percentage to 5.4percentage n = 237 of 4,933 eyes). Literature citation: wallerstein a, et al., toric trifocal intraocular lens for refractive lens exchange: a multi-center, multi-surgeon large cohort study. J refract surg. 2023 may;39(5):302-310.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Wallerstein a, et al., toric trifocal intraocular lens for refractive lens exchange: a multi-center, multi-surgeon large cohort study. J refract surg. 2023 may;39(5):302-310 the manufacturer internal reference number is: (B)(4).